Event description:
Patient underwent total hip arthroplasty in 2004. Patient complained of tightness in hip and revision procedure was performed nineteen monts later. Modular head component was exchanged to shorten neck length.